Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type catheter. (B)(4) for the pump and (B)(4) is for the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer regarding a patient receiving fentanyl (4000 mcg/ml at approximately 1000 mcg/day) and bupivacaine (concentration and dose unknown by the reporters) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 the patient reported that he was getting a new pump tomorrow because there was something wrong with his current pump; it was underdosing him. The event date was noted to be october 2017. The reported symptom was ¿pump underdosing¿. The patient was wondering if there had been any updates to the pump since his pump had been implanted. Additional information was received on 29-dec-2017 from a healthcare professional (hcp) via a company representative who reported that the actual residual volume (19 ml) was greater than the expected residual volume (9.4 ml). This had occurred at the last 2 refills on (B)(6) 2017 and (B)(6) 2017. The pump logs were checked and a dye study was done which was ¿inconclusive¿. This had been an ongoing issue for the patient. The reporter was unsure if they were within 2017 or if they had been going on longer than that. There had been past issues with efficacy and residual volumes all over the board (getting more than expected or less, no consistency in the volumes) so the hcp thought there was an intermittent catheter kink. The managing pump hcp kept titrating the dose higher and higher until they were at the current dose. The reporter did not have any further details about the previous issues. The patient was taken to the or (operating room) today ((B)(6) 2017). During the procedure, they replaced both the pump and catheter as the pump would be needing replacement in a couple of years anyway. The catheter was fractured which explained the efficacy issue, but there was nothing in the logs to indicate an issue with the pump. There was fluid around the pump (approximately 15-20 ml). It was clear fluid and did not have precipitant in it as would be expected if it was drug. The fluid was sent for culture and came back negative ruling out infection. There was no spinal headache reported, so they ruled out csf (cerebrospinal fluid). They thought there may have been a "diversion" from the drug in the pump and asked if analysis could tell if the septum was damaged due to needle use, as if someone used a non-coring needle to access a pump. Per the reporter, there was a possibility the "diversion" may be caused by someone accessing the pump and the fluid could be water. It was reviewed that pumps that are self-accessed would have scratches all over the pump from the person trying to find the port. It was confirmed that the pump had a lot of scratches and the septum looked pretty chewed up. The hcp aspirated the drug from the pump and would be sending it to the lab to analyze to test for fentanyl and bupivacaine. The new pump was filled with saline and the patient would be seeing their managing hcp for the pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned for analysis and no significant anomalies were found. Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709 serial# (B)(4). Implanted: (B)(6) 2005, explanted: (B)(6) 2017. Product type catheter, due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the explanted pump was in possession of the hcpand was alarming. It was noted that telemetry did not confirm the alarm. The caller reported that the pump would be returned for analysis. No further complications have been reported as a result of this event.